Event description:
Customer reported hospitalization due to low blood glucose. Customer reported several events due to low blood glucose. The first event had a low blood glucose reading of 22 mg/dl. The paramedics were called. Customer sat down and was not responding. The second event had a blood glucose reading of 68 mg/dl. The paramedics were called by his wife. Customer was unresponsive. The most recent low blood glucose event had a reading of 33 mg/dl. Wife called paramedics, customer was unresponsive in car. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.